Event description:
Pt reported obtaining blood glucose results of 116-119mg/dl, while using the suspect device. Pt noted that, for approx 6-7weeks, he was feeling ill (nauseous, nervous, and sweating). Based on symptoms, pt reportedly sought treatment at his physician's office. Pt stated that his blood glucose was tested, using physician's device, with a result of 525mg/dl. One hr earlier, pt's blood glucose had measured 116mg/dl, on the suspect device. Pt's physician prescribed an add'l oral diabetic medication for treatment of high blood glucose. Pt was testing with expired strips. At the time of the report, pt no longer had the test strips in use at the time of the event.